Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -12.0/3.5/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault with rotation and refractive surprise was observed. On (B)(6) 2022 the lens was repositioned but this did not resolve the problem. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: d4- unique identifier (UDI) #: (B)(4). Additional data: b5- the reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -12.0/3.5/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. The patient experienced a low vault with rotation and refractive surprise was observed. On (B)(6) 2022 the lens was repositioned but this did not resolve the problem. On (B)(6) 2023 the lens was exchanged for the same model/longer length lens and the problem was resolved. Status of the eye: "all fine" and "patient is happy". The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).